Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared end of life (eol) earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker device previously had two years remaining longevity with a magnet rate of 100 beats per minute (bpm). During recent device check, the device reached elective replacement time (ert) with a magnet rate of 85 beats per minute (bpm). Boston scientific technical services (ts) discussed that the longevity on these devices were based on bins. Even a small change in impedance can change longevity from one bin to the next. The device was explanted. No additional adverse patient effects were reported.